Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) had been programmed off as the patient's condition had improved. Years later, the patient felt palpitations and heard an alert. A full power on reset occurred which reverted the device settings to vvi65. The battery had already reached end of service. Reprogramming was performed to change the device to odo mode and multiple capacitor charges were performed in an attempt to further deplete the battery. The device remains in the patient. No further patient complications have been reported as a result of this event.